Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation has not been fully completed yet. When the final investigation is complete, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation. Based on the results of the device evaluation, the image failure was confirmed. The image failure was caused by a faulty printed circuit board switch. However, the definitive root cause of the faulty printed circuit board switch could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. However, the evaluation has not begun yet. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, it does not take pictures on the 4k camera head, and no image was displayed. There were no reports of patient harm associated with this event.